Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent revision surgery, during which the physician discovered a fluid leak in the system. The physician noted that no holes were detected, but fluid loss was visible in the pump. The entire old device was removed and replaced with a new one. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.